Event description:
It was reported the patient experienced a syncopal episode and subsequent fall due to the right ventricular (rv) lead exhibiting increasing thresholds over time. A micro dislodgement was also noted. The patient presented to the emergency room after the fall, was admitted and a temporary pacemaker was implanted. The rv lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52, lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage and stretching.